Event description:
It was reported that a forced sensor error was experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the top and right plunger cases were cracked and the battery was counterfeit. Review of the event history log showed an occurrence of a "force sensor test" error. Functional testing involved checking the force calibration. The reported issue was duplicated during the investigation. The investigation determined that the force sensor being out of calibration was the cause of the reported issue. The force sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record., corrected data: updated d1 and d4, model number